Event description:
It was reported that the ¿devices with occasional channel errors¿ and ¿ displaying some sort of error messages that would continue to run but would state to replace the device.¿ the issue was reported to bd associate during their site visit. It was reported that this was a ¿general statement from the nursing staff while rounding, gathering insight into their current clinical cleaning practices, and providing information on the tamper resist feature. No specific dates were provided as to when these events occurred and there are no devices to be sent into bd regarding these events.¿ there was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.